Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging the up, down and ok keypad buttons were under-responsive. There was no indication that the product caused or contributed to an adverse event. This complaint is reportable because the issue has the ability to result in inadvertent or incorrect insulin delivery or the inability to use the pump.

Manufacturer narrative:
Follow-up #1: date of submission 10/03/2016. Device evaluation: the device has been returned and evaluated by product analysis on 09/14/2016 with the following findings: the keypad cover was found to be intact; all buttons were responsive during investigation. The keypad cover was removed; there was no contamination found under the contacts. The reported under responsive keypad buttons was not duplicated during investigation. The pump was opened to inspect the keypad flex; the keypad flex was found to be fully seated in the connector with the latch closed. There was no evidence of moisture found inside. Unrelated to the complaint, the audio bolus button (abb) cover was damaged and punctured; however, the abb was observed to be responsive to button presses. The display was also dim, faded and pink. The battery compartment was also found to be cracked below the bumper traveling toward the case seal. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.